Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the issue was with the entire keypad but the b button. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.